Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was exhibiting fluctuating impedances on the right atrial (ra) lead. The impedances would fluctuate greater than 500 ohms and would cause impedances to be out of range at greater than 2000 ohms. The minute ventilation signal was also observed on the ra channel and was oversensed. The crt-d was reprogrammed and the respiratory rate trend was programmed off. At this time, the products remain in service. The ra lead is a competitor's product. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, aa thorough evaluation of the device was performed. Review of device memory indicated that a charge timeout alert (> 45 seconds) had been recorded. The device case was opened, and visual inspection noted that one of the two high voltage (hv) capacitors was slightly swollen. The swollen hv capacitor was analyzed, and it was concluded that the hv capacitor experienced internal arcing caused by a low resistance pathway between anode and cathode plates within the capacitor. This capacitor issue impacted the ability of the device to provide shock therapy because the hv capacitors could not be fully charged. In addition, investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was exhibiting fluctuating impedances on the right atrial (ra) lead. The impedances would fluctuate greater than 500 ohms and would cause impedances to be out of range at greater than 2000 ohms. The minute ventilation (mv) signal was observed on the ra channel and was oversensed. The crt-d was reprogrammed and the respiratory rate trend (rrt) was programmed off. At this time, the produces remain in service. The right atrial (ra) lead is a competitor's product. No adverse patient effects were reported. Additional information received reported that this cardiac resynchronization therapy defibrillator (crt-d), implanted with other manufacturers' right atrial (ra) lead and right ventricular (rv) defibrillation lead, recorded codes 1004 and 1007. Code 1004 is indicative of a short circuit condition detected during attempted shock delivery due to low, out-of-range shock impedance measurements less than 12.5 ohms. Code 1007 is indicative of capacitor charge time exceeding the limit. It was also noted that the ra lead had known insulation damage. This crt-d and rv lead were explanted, the ra lead was surgically abandoned, and a new system was successfully implanted. Premature battery depletion (pbd) was noted on this crt-d. No additional adverse patient effects were reported. Additional information received reported that this crt-d was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was exhibiting fluctuating impedances on the right atrial (ra) lead. The impedances would fluctuate greater than 500 ohms and would cause impedances to be out of range at greater than 2000 ohms. The minute ventilation (mv) signal was observed on the ra channel and was oversensed. The crt-d was reprogrammed and the respiratory rate trend (rrt) was programmed off. At this time, the produces remain in service. The right atrial (ra) lead is a competitor's product. No adverse patient effects were reported. Additional information received reported that this cardiac resynchronization therapy defibrillator (crt-d), implanted with other manufacturers' right atrial (ra) lead and right ventricular (rv) defibrillation lead, recorded codes 1004 and 1007. Code 1004 is indicative of a short circuit condition detected during attempted shock delivery due to low, out-of-range shock impedance measurements less than 12.5 ohms. Code 1007 is indicative of capacitor charge time exceeding the limit. It was also noted that the ra lead had known insulation damage. This crt-d and rv lead were explanted, the ra lead was surgically abandoned, and a new system was successfully implanted. Premature battery depletion (pbd) was noted on this crt-d. No additional adverse patient effects were reported.